Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers h11l09103. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The consumer reported that the cause of the peritonitis was not known, but that it may have been due to a break in aseptic technique. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.